Event description:
It was reported that no audio output occurred. The patient stated her cgm had not alerted for an elevated glucose level. On (B)(6) 2022, the patient felt unwell and experienced projectile vomiting. Her nephew was concerned and contacted her ex-husband who found her unresponsive in the yard. The ex-husband called emergency medical services who transported the patient to the hospital. The patient was admitted to the hospital with a bg of 875 mg/dl; the cgm value was not provided. The patient was placed on life support for organ failure and treated with vasopressors. The patient was diagnosed with diabetic ketoacidosis (dka) and regained consciousness after three days of receiving unspecified treatment [presumed to be insulin] for her elevated glucose and blood pressure support. The patient was discharged after 15 days. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.